Event description:
On (B)(6) 2011, customer reported that the sample and reagent probe wash stations are overflowing. Customer stated that the sample-side and reagent-side was not draining out. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and found that the leak was not from the wash station, but was actually coming from the preheater line that came off. Fse replaced the broken fitting and this resolved the issue.

Manufacturer narrative:
(B)(4).